Event description:
The customer reported to olympus that the colonovideoscope control/plug body was damaged. The issue was found during maintenance. There was no patient involvement. The device was returned for evaluation. During the device repair process, contamination was found in the (jet) tube channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction provided in b5, the evaluation found that the distal end adhesive was lifting, found a hole in the switch button, the plug body - production labels were damaged, the angulation was not to specification, and the automated air leak test failed. It is most likely that the root cause for the channel contamination was user handling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water channel could not be identified. However, it¿s like the cause is related to improper reprocessing due to leakage occurring from the subject device. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.